Event description:
The complainant in japan reported that a "purge pressure transmitter connection failure" alarm appeared. The problem was solved by replacing the automated impella controller (aic). There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04569 was provided in sections b1, b2, b5, d6a, d6b, h1, and h6.

Event description:
Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.